Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found past the stopper on a bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A photo was provided for evaluation. The photo showed leakage past the stopper therefore failure mode was verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that leakage was found past the stopper on a bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, injury or medical intervention.